Manufacturer narrative:
Catalog # is unknown but referred to as celect occupation: non-health care professional the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: fracture and inability to retrieve. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating perforating the ivc; or a filter leg being caught in a side branch e.g., a renal vein. Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments including embolized fragments using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow up. The risks benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk benefit profile e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for embedded a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook in a tilted filter by tissue ingrowth. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
The following information is alleged. The patient received a celect filter and two arms of filter subsequently fractured, with one arm broken into two separate pieces. Both pieces are in extravascular locations, 1 piece posterior to the inferior vena cava (ivc) and 1 piece between the right psoas muscle and the right kidney. Although the patient underwent a complex percutaneous removal of the celect filter, the procedure was unable to remove the 2 extravascular pieces. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe); followed by a percutaneous, complex retrieval (B)(6) 2020. Patient is alleging vena cava and organ perforation, fractured filter. Patient notes and further alleges experiencing "anxiety of having a filter that could fail at any time, but that had to be retrieved through surgery because my filter had fractured and perforated outside of my vena cava and into adjacent structures. Fractured pieces are left in my body even after main filter removal", as well as physical limitations. Per a successful complex filter removal and foreign body retrieval: "tip embedded, fractured celect ivc filter with otherwise normal ivc, no clot in filter. The filter is fractured, with one arm retained locally superior to the filter and intravascular, and a second arm fractured in 2 pieces with one piece retained locally posterior to the ivc in an extravascular location and another piece in the right abdomen, known from CT to be between the right psoas muscle and the right kidney. After removal, the cavogram is normal except for spasm. The filter was inspected and found to be missing the 2 arms which are extravascular and not accessible to removal using this approach; it is otherwise completely removed".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b6, b7, d6b, h6 (patient and device codes). Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, embedded, anxiety, physical limits. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety and physical limits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.